Event description:
On (B) (6) 2009, a company representative reported that while assisting the patient in changing the insulin cartridge, the stopper fell out of the cartridge and a small amount of insulin spilled into the cartridge compartment of the infusion device. She discovered that the insulin cartridge expired in 2006. The patient had been given donated supplies. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent replacement insulin cartridges. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.